Manufacturer narrative:
Additional manufacturer narrative: engineering observations state the device was returned within an introducer sheath; the device was buckled/kinked at multiple locations along the catheter, including near the strain relief; the inner shaft was kinked/flattened at the proximal end of constrained stent (distal edge of the outer sheath); the distal tip appeared bent or kinked; approximately 42mm of the distal end of the stent was uncovered; the outer sheath was visible and wrapped several times around the thumbwheel. Upon disassembly of the handle, the outer sheath was translated through the strain relief bond and around the thumbwheel; the inner shaft was severed at the pulley; the coupler bond was difficult to remove from within the outer sheath, and the distal edge of the coupler bond appeared bunched upon removal. Manufacturing records of the strain relief component were reviewed and these records indicate that the lot met bond tensile strength release requirements. Tigris complaints were reviewed for the findings of this investigation and several other complaints with observations consistent with a separated strain relief bond were noted. There was no indication of a relationship between these devices, their outer sheath assembly components, and/or any manufacture dates. The strain relief component used in this device was manufactured by the supplier. Gore tigris® vascular stent complaints will continue to be monitored for this issue.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing. (B)(4)

Event description:
The following was reported to gore from the doctor: the gore® tigris® vascular stent was advanced up and over the bifurcation during a sfa occlusion case using a 6fr sheath, .035 wire, and the area had been predialated. The gore® tigris® vascular stent was properly unlocked, but while turning the wheel the doctor felt resistance. Eventually the wheel stopped turning and the device appeared to be partially deployed. The partially expanded gore® tigris® vascular stent was pulled out and the procedure was completed using a competitor stent. There was no harm to the patient.